Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and upon inspection a crack in the pump connector was identified. The pump was removed and replaced. The cause of the pump connector crack was not detailed by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cracked connector was not confirmed, however, product analysis identified that the pump failed the activation and valve deactive state tests. Review of manufacturing documentation confirmed that the device met all specifications prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb activation and valve deactive state tests. Product analysis was unable to confirm the reported allegation related to pump connector break; however, product analysis concluded that the identified pump activation and valve deactive state tests were the most probable cause of the reported events. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and upon inspection a crack in the pump connector was identified. The pump was removed and replaced. The cause of the pump connector crack was not detailed by the hospital. The patient had a stable outcome.